Manufacturer narrative:
On 01 nov 2019, arjo received information from (B)(6) hospital ((B)(6) ) about an incident involving the enterprise 5000x bed. It was reported that the bed moved to another direction than the intended one. Neither injury nor harm was reported. Following the incident, the arjo representative performed an inspection of the involved device identified as enterprise 5000x model number e5x1bc101acasb with serial number (B)(6). After replacement of the control box (part number s9343) the bed stared to work correctly. Upon the course of the investigation, it was established that the reported symptom is possible to occur due to signal comes from an incorrectly plugged cable to the control box. As the device was repaired by replacement of the control box, it was impossible to verify which of cables was incorrectly plugged and establish the root cause. To sum up, it was reported to arjo that the enterprise 5000x bed did not meet its performance specifications because the bed platform moved in another direction than the expected one. While the incident occurred the bed was being used. The complaint was decided to be reportable, in abundance of caution although no adverse outcome occurred.

Manufacturer narrative:
Additional information will be provided upon conducted investigation.

Event description:
On 01 nov 2019, arjo received information from (B)(6) hospital ((B)(6)) about the incident involving the enterprise 5000x bed. Following the complaint description, the bed moved to another direction than the intended one. Neither injury nor harm was reported.